Event description:
Litigation papers allege that the patient suffered debilitating pain and discomfort in hips and legs, interfering with his ability to perform activities of daily living. Update: (B)(4) 2013 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Event description:
Litigation papers allege that the patient suffered debilitating pain and discomfort in hips and legs, interfering with his ability to perform activities of daily living.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-28087. This report, 1818910-2012-24172, will be kept for investigation purposes. A separate followup report will be submitted to reject 1818910-2012-28087.

Manufacturer narrative:
Depuy still considers this investigation closed.